Event description:
Internal defibrillator paddles were being used during open heart surgery. When the defibrillator was charged, it immediately discharged, before the cable paddle discharge switch was depressed. A second set of cables was installed and operated properly. No pt injury occurred.